Event description:
Six days subsequent to placement of percutaneous catheter in the right saphenous vein of a 16 day old premature 25 week infant, the cannula portion of the percutaneous venous line became disconnected from the hub. It irrigated into the vena cava and cutdown attempts were made to retreive it. After emergency surgical cutdown procedures were unsuccessful, patient was transferred to shands hospital for attempt to recover the device. Catheter was not retreivabledevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, visual examination. Results of evaluation: labeling - inadequate instructions for use, telemetry failure, none or unknown, hub. Conclusion: device failure occurred and was related to event, device failure directly caused event, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.